Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of "ventricular cable housing broken" it was noted that both output connectors were broken. It was additionally noted that the unit failed on its atrial functions on the automated test system at incoming testing due to the broken connector. The unit was cleaned and inspected, its output connector assembly was replaced and then when it was tested and calibrated on the automated test system, it passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator's ventricular cable housing was broken. The generator has not been returned to service. There was no patient involvement associated with the event. It was further reported that the product had been returned to service.